Manufacturer narrative:
Concomitant products: product ID: 8832, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 30 mg/ml; 8.267 mg/day and bupivacaine 20mg/ml; 5.511 mg/day via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain. The event date was (B)(6) 2015. The patient missed a refill because of other medical appointments and an alarm occurred. The pump was interrogated and a low reservoir alarm occurred on (B)(6) 2015 and an empty pump occurred on (B)(6) 2015. The healthcare provider (hcp) withdrew from the pump and aspirated back 2 ml. The patient was "slightly fatigued but not really." The hcp did not think the patient experienced withdrawal. The pump was refilled (B)(6) 2015 and continued at the same daily dose. The empty pump alarm had been resolved. The patient was aware of the risks of intrathecal opioid overdose and the need to seek emergency department (ed) visit should it occur. The patient was not taking other medications at the time of the event. Medical history includes multiple myeloma s/p sct and demyelinating polyneuropathy.

Manufacturer narrative:
(B)(4).